Manufacturer narrative:
Device was discarded reportedly, and was not returned to the MFR. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. With the provided info, it is inferred that the guidewire distal end was trapped in the subintimal of calcified cto lesion in sfa, where push-pull and/or rotational manipulation might be repeatedly given to bail out, resulting accumulation of force and breakage of the guidewire at unidentified section due to the force exceeding the products design limit.

Event description:
Reportedly, the (B)(4) guidewire was used in heavily calcified cto lesion at sfa. Physician attempted to het through the calcium with the guidewire, when the guidewire was broken off in the subintimal space and it got stuck. Physician used unk balloon dilation catheter and stent to fix the broken fragment in the place. Pt complication is not reported.